Manufacturer narrative:
The ventilator was produced in 2012 and is 12 years old. The engineer of equipment department determined that the air valve was defective. The hospital did not contact our agent for repair but used a third-party maintenance company. According to the hospital, the machine worked normally after the air valve was replaced. It was suggested that the hospital should contact the authorized manufacturer for repair.

Event description:
Hamilton medical ag received the following event description: "the ventilator made abnormal sound during pre-use inspection ". The incident occurred during test.